Event description:
It was reported that balloon rupture occurred. A 2mm x 20mm x 143cm coyote es balloon catheter was advance for dilation. However, on the second inflation at 6 atmospheres for 10 seconds, the balloon ruptured. The procedure was completed with a different device and no patient complications were reported.

Manufacturer narrative:
Device evaluated by MFR.: returned product consisted of a coyote es balloon catheter. The shaft, hypotube, tip and balloon were microscopically and visually examined. There were numerous kinks. There was contrast in the inflation lumen and blood in the balloon. The balloon was loosely folded. The device was soaked in a water bath for six days to loosen the blood and contrast in the device. The device was prepped with an inflation device filled with water and connected to the inflation port to inflate the device. A pinhole leaks were detected at 5mm and 6mm proximal of the distal marker band. Inspection of the remainder of the device presented no other damage or irregularities.

Event description:
It was reported that balloon rupture occurred. A 2mm x 20mm x 143cm coyote es balloon catheter was advance for dilation. However, on the second inflation at 6 atmospheres for 10 seconds, the balloon ruptured. The procedure was completed with a different device and no patient complications were reported.